Manufacturer narrative:
B5) additional information provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received clarifying what was meant by "the site then cut out the reference frame". It was clarified that the reference frame was never removed from the field. A sterile x-ray drape was placed on top of the frame prior to the first imaging system spin. The plastic draping was the issue of the inaccuracy. On the second spin, small cuts were made on the plastic x-ray drape which made the spheres exposed and visible to the navigation system's camera. It was also noted that 5 people were in the room excluding the patient at the time the additional spin occurred.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the site took a spin with the imaging system as it was being draped and the navigation system was only able to see three spheres when taking the spin. When the image came back, it was noted to be about five millimeters inaccurate. The site then cut out the reference frame so they could see four spheres and they re-spun. The system was then accurate and able to be used for the case. The procedure was completed and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. Additional information was received. The manufacturer representative stated that it was known that they had a case that following friday and everything went well. The surgeon still draped over the spheres however cut slits for the spheres to be exposed and then placed a blue towel over the frame as the imaging system came around the patient and removed it for the exposure and blue draped one more time over the frame as the imaging system came out from the patient. This was noted to be the new workflow for the site. It was noted that the site was using 3rd party drapes.